Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was found to have vocal cord paralysis and the patient's physician is not sure on how to proceed as the patient's battery is getting low and they are unsure if they should be referred for a replacement or not. It was noted that a vocal cord lesion was found of a CT scan and the patient has issues with her swallowing. The patient has a nasopharyngoscopy done and it was found that their left vocal cord is paralyzed. No other relevant information has been received to date.

Event description:
The explanted generator was received and is undergoing product analysis.

Event description:
Product analysis was completed on the returned generator. An interrogation, a system diagnostic test (pulsedisabled would not reset), and a vbat calculation (shows an eos (end of service) =yes condition) were performed. The pulse generator was opened, the measured battery voltage confirmed an eos (end of service) condition. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information received nothing that there was something wrong with the lead that flashed on diagnostics. It was also reported that the patient's battery is no longer functional and as a result they have experienced worsening seizures.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the patient was seen in clinic and high impedance was observed with their currently implanted generator that was placed in (B)(6) 2023. The patient's device was then disabled.

Event description:
Additional information received noting that the patient was recently seen in clinic and still presented with high impedance. No known surgical intervention has occurred to date with the lead.